Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material#: unknown, batch#: unknown. It was reported other. "We conducted a single-site, parallel, rct of a prophylactic npwt dressing compared with a standard surgical dressing placed at the time of primary". "All patients with abmi of =40 kg/m2who underwent cesarean delivery (both scheduled and unscheduled including laboring women)were eligible for inclusion and randomization." "The majority of patients received the 2% chlorhexidine-alcohol solution abdominal preparation and a minority received povidone-iodine liquid solution."